Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. This is a follow up report to a medwatch submitted under manufacture report number 9617229-2017-02464. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified a broken shell with striated edge on radius side assessed as surgical damage and broken shell with smooth edge on posterior side assessed as smooth opening. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with smooth edge assessed as smooth opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a left side rupture. Healthcare professional additionally reported radial capsulitis not related to the device. The device has been explanted.